Manufacturer narrative:
Additional information was added to d4: expiration date, h3, h4, h6, and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a leak was observed between the assembly of the tubing and the drip chamber. The reported condition was verified. Due to the nature of the sample, no additional evaluation could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked solution at the connection point between the tubing and drip chamber. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.